Event description:
In 06/2003, the user facility's spec. Team leader informed the manufacturer's representative of the following: device removed in 2003, malfunctioned, leaking chemo out around device.